Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device battery was fast-draining and as a result, was unable to obtain glucose readings. The customer further reported receiving third-party medical treatment however, details of the treatment were not provided as no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device battery was fast-draining and as a result, was unable to obtain glucose readings. The customer further reported receiving third-party medical treatment however, details of the treatment were not provided as no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.